Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 (mg/dl). Customer's spouse assisted the customer in treating their bg level by administering a glucagon injection. Reportedly, customer believes that their basal rate and carbohydrate ratio need to be adjusted. Customer indicated that they have contacted their health care provider to discuss their settings and diabetes management.